Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the phoenix nmic/ID-485 the user noted a misinterpretation of carbapenem antibiotics for a patient isolate, klebsiella pneumoniae. No health impact or consequence reported. This is report 2 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for no mic results for ertapenem (etp), imipenem (ipm) and meropenem (mem) when using phoenix panel nmicid-485 (catalog number 449526) batch number 5056684. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates e. Coli 11002 and k. Pneumoniae 11001 on a phoenix m50 machine and evaluated for etp, ipm and mem mic results. All panels tested returned the expected etp, ipm and mem mic and sir results, therefore this complaint is not confirmed. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the phoenix nmic/ID-485 the user noted a misinterpretation of carbapenem antibiotics for a patient isolate, klebsiella pneumoniae. No health impact or consequence reported. This is report 2 of 2.